Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test with associated service code 203 and displayed service code 102 - charge profile fault. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed a pulse test and displayed service code 102. Upon investigation, the high-voltage capacitor c19 was found to have a fractured solder connection on the defibrillator board, preventing the capacitors from charging. The cause of the failed pulse test and charge profile fault is the fractured solder connection of c19. The cause of the fractured connection is likely severe mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.